Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had been having really good results for their underlying urinary dysfunction of retention however in the beginning of (B)(6) 2023, it kind of "quit working." The patient clarified, their symptoms returned, noting they were not entirely back to their baseline symptoms of retention but they were retaining more. The patient stated they followed up with their managing health care provider (hcp) about the issue and their hcp had been measuring their urinary output but even with the patient making changes to their settings, they did better for a bit when they switched to a different program, but then they started retaining more again/they were still having more retention. The patient stated previously with the therapy, they would have periods where they would have to cath on occasion, but for two weeks now, they'd been 'in-and-out' cathing (the patient confirmed that cathing had been their standard of care prior to being implanted). The patient stated the hcp had told the patient to call to see if they could get more information about what might have been going on and if the battery was still ok. Reviewed battery longevity considerations with the patient. The patient denied having had any traumas or falls that would have led to the issue but stated in around 2021, they'd lost 50 pounds and that it caused the 'battery pack' to 'bulge forward more,' poking up towards the incision. The patient stated the hcp did say it was sticking out more than they would have liked though the patient stated it hadn't bothered them much. The patient stated also more recently, there were times when they would feel a "fluttering" around the battery pack and also spasms across their back/bladder and upper legs. The patient stated turning the stimulation down helped with those issues. Redirected the patient back to follow up with their managing health care provider (hcp) to check the implanted system, noting that the hcp could page a rep to the appointment if they needed assistance in checking the system and doing a longevity calculation. The patient stated they had an appointment scheduled with their hcp on 2023-apr-14 and that they would request that their hcp page a rep for the appointment if needed. The patient stated they knew there were a lot of potential factors that could be involved with their symptom issues. 2023-may-02 patltr (con): additional information was received from the patient. They reported that the cause of the "battery pack" bulging out was not known but was most likely caused by patient stating, "I did lose 50 pounds, so that likely contributed". The issue was resolved. The cause of the fluttering around the ins was unknown. Patient stated, "they weren't sure (doctor and mdt rep), since it is not continuous or on all programs, they weren't concerned. Adjusted some settings and basic diagnostics which has seemed to help". The steps that were taken to resolve the issue was, "we adjusted some settings on 2023-apr-14, they did check battery life and determined all is okay". No further action would be taken.